Event description:
It was reported that the patient experienced dizziness and syncope, and was taken to the hospital where it was found that the device was not pacing. The doctor speculated that there was a screw or connector problem. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed there was no output when programmed to ddd bipolar settings. Further testing revealed the no output condition was the result of lifted hybrid bond wires.